Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. No further information has been obtained despite good faith efforts. Additional information was received that one of the leads was also replaced due to lead migration. The patient was doing well postoperatively, and the explanted lead will not be returned as it was discarded by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. No further information has been obtained despite good faith efforts.